Manufacturer narrative:
(B)(4). Concomitant medi cal products - part: 11-107020 name: freedom constr hd 36 mm t1 +6 mm lot: 149500. Part: 11-107022 name: freedom constr. Liner +5 sz 23 lot: 256300. Unknown mallory cup size 52 mm. Reported event was confirmed by review of the provided op notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Review of the physical therapy progress notes stated the patient experienced a fall. The cause of the fall is unknown. Patient experienced bruising on the right hip and chest. An x-ray ruled out any fractures. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in medical records received that patient experienced bruising of the chest and contralateral hip, and limited activity following a fall. The cause of the fall is unknown. Attempts have been made and no further information is available at this time.